Event description:
The manufacturer received information alleging a ventilator "internal battery depleted" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery was replaced to address the issues.

Manufacturer narrative:
The manufacturer had previously reported a failure and replacement of the ventilator's internal battery. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.